Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead, product ID :977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient has an uncomfortable sensation in her right leg. The health care provider ordered an x-ray of the mid thoracic region that revealed that the right lead had migrated down 1 vertebral level since the revision on (B)(6) 2016. The health care provider offered a revision and/or placement of a surgical paddle lead. The patient stated that she wanted the explant. The explant would be done within 8 days of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.